Event description:
Following pre-dilatation with an unknown size gemini percutaneous tranaluminal coronary angioplasty balloon, a 3.0mm diameter x 30mm length medtronic ave s670 over-the-wire stent delivery system was inserted into the circumflex coronary artery. It was not possible to cross the tortuous and severely calcified target lesion. Therefore, the stent and delivery system were pulled back into the guide catheter. Consequently, the stent dislodged from the stent delivery system. The dislodged stent was successfully snared from the iliac artery. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter without coaxial alignment. There was no further treatment to the target lesion. There was no additional clinical sequelae reported relative to the event.